Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter froze on the guide wire. The 95% stenosed lesion being treated was located in the calcified and mildly tortuous saphenous vein graft. Using a 5 fr sheath and a 300cm victory guide wire, the physician advanced a 4.0mmx30mmx135cm sterling balloon catheter to the target lesion. However, the catheter only advanced 30cm. The guide wire and catheter were removed as a unit and separated outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. There was no damage to the catheter. Gently pulling on the wire, the wire was removed from the wire lumen of the catheter without any issues. The outer diameter of the wire was measured and the inner diameter (ID) of the wire lumen was measured and both were within specification. Functional testing was performed by loading the guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that the catheter froze on the guide wire. The 95% stenosed lesion being treated was located in the calcified and mildly tortuous saphenous vein graft. Using a 5 fr sheath and a 300cm victory guide wire, the physician advanced a 4.0mmx30mmx135cm sterling balloon catheter to the target lesion. However, the catheter only advanced 30cm. The guide wire and catheter were removed as a unit and separated outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.